Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was also reported that the sheath valve broke when the dilator was being inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium; outside of the body according to the physician. It did not appear to break into two pieces, but a piece apparently broke off into the valve. The valve did not detach from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had to be replaced and the replacement worked fine. No patient consequence was reported. Additionally, during the ablation procedure, the smartablate pump was not recognizing that the door was shut. After the tubing was placed in the pump, it did not recognize that the door was closed. The smartablate pump was replaced, and the issue resolved. The door issue is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
On (B)(6)2020 , the bwi product analysis lab received the device for evaluation. On (B)(6)2020 , the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was also reported that the sheath valve broke when the dilator was being inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium; outside of the body according to the physician. It did not appear to break into two pieces, but a piece apparently broke off into the valve. The valve did not detach from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had to be replaced and the replacement worked fine. No patient consequence was reported. Device evaluation details: the device was inspected and it was found a kink in shaft and hemostatic valve was found dislodged inside of hub. Picture attached. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. Additionally, a microscope analysis was performed, the brim cap and the silicone ring were found in good condition however the hemostatic valve results showed evidence of stress marks on the outer diameter. It is possible that the damage was generated with an object and/or excessive manipulation. The hemostatic valve could have been detached due to the dilator wrongly introduced, however this could not be conclusively determined. No other anomalies were observed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001292 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The bent shaft could be related to the handling of the device during shipment. And it appears to be related to the incorrect introduction of the vessel dilator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).